Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor errors and esc button was harder to press as well as missing piece near the reservoir compartment. Customer¿s blood glucose level was unknown. Customer stated that insulin pump was cracked and random unexplained no delivery alerts not due site change. The insulin pump will not be returned for analysis.